Manufacturer narrative:
Updated h3. Corrected g3 and h4. Correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was 08/30/2024. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. The likely cause could be that the subject device was returned to olympus without conducting/completing reprocessing at the facility, resulting in foreign matter remaining in the air and water supply channels. The event can be detected and prevented in accordance with the following instructions for use (IFU). IFU states that detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. IFU states that preventive measures in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device inspection, it was observed that the colonovideoscope nozzle was blocked by foreign matter of unknown origin. There were no reports of patient involvement.